Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported of stenosis was confirmed based on the medical record. It is possible that patient or procedural factors may have contributed to the complaint event. However, due to insufficient information, a conclusive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Approximately 3 months and 10 days post-tavr using a 20mm sapien 3 ultra resilia valve, it was initially reported that there were concerns for halt. However, a review of the medical records found stenosis but did not find any indications of halt. Per medical record review, the 30-day transthoracic echocardiogram showed a left ventricle ejection fraction of 60-65%. The bioprosthetic aortic valve has a mean gradient of 25mmhg and an aortic valve area of 0.75cm2. The 3-month CT tavr shows a well-expanded valve with no evidence of halt or thrombus. It is possible there is a component of prosthetic patient mismatch (ppm) in which case the treatment would be surgical aortic valve replacement (savr) with aortic root enlargement. Imagery was provided, and the following observations were made: the 20mm sapien valve appears to be well-expanded. The positioning is good at the right coronary cusp (rcc) and non-coronary cusp (ncc) but sits low at the left coronary cusp (lcc) (50:50). No halt or thickened leaflets were observed.